Manufacturer narrative:
Alarm lamp board was found defective and replaced.

Event description:
Hamilton medical ag received the following description: during test 20 red led doesn't visually switch on in high alarm.